Manufacturer narrative:
This event was not discovered in the surgical arena and no pt was present. RMA issued. Suspect vertek arm has not been received by the manufacturer for evaluation. Replacement part shipped on (B)(4) 2012.

Event description:
A site's purchasing representative reported a vertek arm that is loose and cannot be tightened properly. There was no pt present.